Event description:
Customer reported that their pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various troubleshooting steps, but when the screen remained unresponsive, they initiated the replacement of the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.